Event description:
It was reported that externalized conductors near the rv coil were seen under fluoroscopy. All electrical measurements were normal. No further information provided.

Manufacturer narrative:
All information provided by manufacturer and maude report (B)(4) and (B)(4).

Event description:
New information notes the lead was capped.